Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The support service technician performed an evaluation and confirmed the reported problem. A hole in the tube was also found when performing system leak test. The support service technician replaced the touchscreen to resolve the issue. Also replaced was the tube used for system leak test. Performed overall check, run in and functional tests after repair. No other abnormalities were found.

Manufacturer narrative:
G4: 29jan2020. B4: (B)(6). The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.